Event description:
During a cataract extraction procedure, the pt suffered a thermal burn to the cornea at the insertion site of the phaco emulsifier handpiece tip. The surgeon was using an expermiental tip in the presence of a company rep when the overheating occurred. Following the injury, there was some edema present, but several post operatively, the pt's wound appeared stable and the prognosis for recovery is good.